Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an undefined low blood glucose level. Reportedly, the customer's site reminder was not turned on. Tandem technical support assisted the customer in correcting the pump issue and insulin therapy resumed.